Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patients experienced tass (toxic anterior segment syndrome) post cataract operation. The actual reason for the infection was not known. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., a.4. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the company representative which determined there were fifteen different patients who experienced tass. This report is for one of fifteen patients.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported they do not know the exact reason behind the toxic anterior segment syndrome (tass) infection of patients post-operation. Company was made aware of this event in sept-2022. The samples arrived a year and a half later to the manufacturing site. All the trays that were returned were in an opened state. This prevented testing of the seal integrity between the tray and tyvek, therefore a full evaluation was unable to be performed. A review of the DHR for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. All procedure paks are single-use devices provided to the customer in a sterile manner. The root cause of the customer's complaint could not be conclusively determined with the available information. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. All legion procedure paks are single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).